Manufacturer narrative:
**UDI related data quality updates only**

Event description:
As reported, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer tried to clear the ua by rotating the driveshaft to the home position and changing the lifeband but could not clear the ua. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during the archive data review and functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. Upon visual inspection, unrelated to the reported complaint, noted the cracked front enclosure. The probable root cause for the observed physical damage could be due to user mishandling, such as a drop. The front enclosure needs to be replaced to address the observed physical damage. The archive data show the presence of a user advisory (ua) 45 error message around the customer's reported date that likely related to the drive shaft not being in the home position during the power on, thus confirming the reported complaint. Functional evaluation failed as the autopulse platform displayed a (ua) 45 advisory message upon powering up, confirming the reported complaint. The driveshaft was rotated to the "home" position to remedy the fault. A user advisory is normally a clearable error message, and it is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).